Event description:
It is reported that a customer has issues with the infusion set lasting more than 2 days. The customer's father stated that the customer does not use a steel needle but a type of rubber syringe. The customer's skin would get irritated from the insertions. The customer also has issues with blank screens on the insulin pump. There was no blood at the site of the insertion and no hospitalization. The father stated that they will call back once the customer is with him to troubles shoot the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.